Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that when the user attempted to increase flow, the flow rate displayed on the s3 double head pump decreased and started flashing. It was also reported that the actual pump speed did not appear to decrease. There was no report of pt injury.